Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while working on the computer, it was noticed that the infusion set's tubing had detached on the part where it was inserted to body. The site location was on the left side of the patient's abdomen and the pump was clipped on to the bra. The infusion had been used for one day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation, of the returned used (1 tubing), it was found that the glue was missing in the tubing connector (glue was misplaced on the tubing connector). No further information available.